Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received one unopened unit from lot 0017866, one unopened unit from lot 9338114, and five photos. Through the visual/microscopic examination, both units revealed damage to the same leg that was the same shape and angle. The reported issues was confirmed. This damage can occur during the clamp installation in the manufacturing process when the clamp is misaligned and then damaged by the gripper. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Event description:
It was reported that prior to use it was discovered that the clamps were cracked with bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from japanese to english: before or after unpacking, cracks were found on the clamps of unused products.

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9338114, medical device expiration date: 2022-11-30, device manufacture date: 2019-12-04, medical device lot #: 0017866, medical device expiration date: 2022-12-31, device manufacture date: 2020-01-17". A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use it was discovered that the clamps were cracked with bd nexiva¿ closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: before or after unpacking, cracks were found on the clamps of unused products.